Event description:
Information received regarding the explanted device notes >7.5 v bipolar capture thresholds at 1.5 ms, high impedance, and clavicular crush. The patient was pacemaker dependent and a "high risk or candidate".

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received